Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10974r65, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine 30 mg/ml at 12.5 mg/day for non-malignant pain, other non-malignant pain, arachnoiditis and multiple back operations. It was reported the catheter kinked and migrated. It was also noted the pump flipped, which caused the migration and kink. The issue was diagnosed via MRI and CT scan. A revision was performed. The patient experienced nausea, vomiting, lethargy and increased pain. It was unknown if this was a sudden or gradual change in symptoms. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.